Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "capsular contracture baker grade iii and inflammatory capsulitis fluid leakage." The device has been explanted. This record represents the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, yellow particles, creases flat and weight to the spec. The unit is not rupture. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "capsular contracture baker grade iii and inflammatory capsulitis fluid leakage." The device has been explanted. This record represents the left side.